Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. It was also reported that the patient had sepsis. In addition, the device was used as temporary pacer and was connected with a temporary lead. Additional information indicates that the pacemaker was explanted as new system was implanted. There were no additional adverse patient effects reported. The pacemaker was no longer in service.